Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the patient¿s gastric stimulator was replaced in december 2016 because the one that was implanted in 2014 did not work properly. No further complications were reported/anticipated.